Event description:
Additional information received reported that the patient¿s medical history was indicated as ¿hsp.¿ it was not clear what was meant by that. The exact symptoms the patient was having were reported as ¿regular refill,¿ and the filling error was noted as ¿pocket fill.¿ the patient was ¿doing well.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a refill occurred at 11:30 am on the event date and filling difficulty occurred. The patient became very sedated at approximately 3:00pm that day and woke up early in the morning on the report date with increased spasticity. It was noted the patient also experienced swelling immediately after the refill at the pump pocket. The pump was then emptied and when the health care provider (hcp) began infusing medication into the pump the patient felt pain and burning in the pump pocket. It was determined a pocket fill occurred. The hcp accessed the reservoir and no drug was aspirated. The patient¿s mom reportedly had a picture of the pump pocket from after the refill showing swelling. The patient also experienced overdose symptoms, specifically sedation. As a result of the event, a refill was performed with the pump emptying procedure. The device system was used to deliver lioresal with a concentration of 2000mcg/ml at a dose of 503.7mcg per day. It was later reported that following the pocket fill, the hcp ¿pushed some out¿. The patient had gone home the day prior to the report date following the refill and was extremely fatigued, tired and was sleeping all day. The patient at times was difficult to arouse that lasted a couple of hours. The patient woke up on the report date with increased spasms in her legs reportedly consistent with previous history of not enough baclofen. The hcp believed the patient got overdosed the day prior to the report date and now the patient was not getting the right dose. The patient¿s managing hcp was out of office so the patient was told to come to the emergency room to have the pump interrogated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n085276, implanted: (B)(6) 2007. Product type: accessory: product ID 8709, lot# j11330r06, implanted: (B)(6) 2002. Product type: catheter. (B)(4).